Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. All information reasonably known as of 22 jul 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, ¿patient had 6fr tube placed on (B)(6) 2024. No complication noted. On (B)(6) 2024, tube was noted to have burst and broke apart at the 21 cm mark. Therefore, the remaining 20cm was left inside the patient. Patient had to undergo anesthesia and be scoped to remove part of tube that was left.¿ per additional information received on 5jul2024, there was no report of the tube clogging. No difficulties inserting the tube initially. Syringe sizes used to flush and give medication include 3ml, 5ml, 10ml syringes.